Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath, . There was no serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging difficulty breathing/short of breath related to CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for further evaluation. The manufacturer visually inspected the device. Dust/dirt contamination on top and bottom enclsoures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower box upper cap, blower, blower box, blower outlet seal and p4 power connector. Unknown contaminate was found on the inside of top and bottom encslores, inside ui and rear panels. A rusty-nail was observed inside of blower box upper cap. There was a crack in the rear panel due to third party tampering. Hair-like substance was observed on the inside of the bottom enclosure. Liquid ingress with mineral deposits observed in the blower, blower box, p4 connector. The manufacturer applied power to the device and verified the airflow. The device's downloaded logs were reviewed by manufacturer. The manufacturer found 2 error codes. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found.